Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
See mdrs 1036844-2014-00399 and 1036844-2014-00400 for the first two events with the same patient. It was reported the pt involved was a (B)(6) female, (B)(6) with a history of respiratory insufficiency, miliary tuberculosis, status epilepticus, cushing's syndrome, and neuro-tuberculosis. In the pediatric ICU, the user reported that during insertion of third attempt of the swg into the pt's femoral vein, the swg bent preventing the progression of the catheter. As a result, a phlebotomy was necessary.